Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-pd-3150 device is not available for distribution in the united states but is similar to the pak-pak-01 which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their pad-pak had a deformed locator pin. In this state the device may not make sufficient contact with the pad-pak to deliver power to the device or shock energy to the patient. Therefore, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Upon receipt, it was observed that the patient terminal locator pin was bent towards the centre of the pad-pak. This would confirm the reported fault. The returned pad-pak was successfully inserted into a known good device as both locking clips engaged. The device could also be power cycled with no warnings issued at shutdown and the green status indicator flashed throughout. Furthermore, the device was able to deliver therapy as per specification. The device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their pad-pak had a deformed locator pin. In this state the device may not make sufficient contact with the pad-pak to deliver power to the device or shock energy to the patient. Therefore, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.